Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The performed investigation according to our manufacturing documents shows no deviation regarding to our guidelines. The same is true for the hardening parameters, which are within the required tolerances. Unfortunately we can not elicit the exact cause, which was leading to this damage. The complaint condition is likely the result of high torsion forces possible in connection with a not completed inserted application was leading to this result. No product fault could be detected. This device used for treatment and not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a blade of a screwdriver broke during the operation. There were no further affected events. This is report 1 of 1 for complaint (B)(4).